Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user informed health sight viewer service was unavailable and website would not load, displayed the error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server user informed health sight viewer service was unavailable and website would not load, displayed the error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the health sight viewer service was unavailable. A technical support specialist reported that scheduled reports at arnot health had not been printing automatically since december 17, 2025, impacting narcotics monitoring and diversion prevention. The health sight viewer initially displayed a hypertext transfer protocol (http) 503 error; although the extract transform load (etl) service was restarted and the viewer restored, the printing issue persisted across multiple locations. Bd technician support requested verification of the account and service restarts. Reports were confirmed to run on the server side, but printing remained problematic until customer suggested uninstalling and reinstalling the printer, which resolved the issue at arnot. The tss confirmed the ura ticker was functioning. Since the problem was resolved, the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.